Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted and reports of this nature are typically not submitted as the reported malfunction was the result of the customers attempt to repair the device. The pace/defib engine board was replaced. The device was recertified and returned to the customer. No trend is associated with reports of this type.